Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: · battery defective the technical investigation determined that the failure was caused by a defective battery, which was replaced under warranty. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "only charges to 50%, shuts down during testing". No negative impact in state of health reported.